Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient with a pacemaker device reported symptoms of weakness, light headedness and tiredness. Moreover, the patient was also in atrial fibrillation (af) and noted some undersensing. Presenting electrogram (egm) showed multiple atrial arrhythmia episodes and boston scientific technical services (ts) suggested programming options. Analysis was done and the data showed that the right ventricular (rv) output was set high. The patient also had atrial fibrillation (af) which may also contribute to the high power consumption. According to the battery calculator the average power consumption was inline with the device settings and appeared to be close to normal for the device settings. This difference was not significant and may be attributed to the atrial fibrillation (af). To date, the device remains in service. No adverse patient effects reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information obtained from the field which indicated that the device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.